Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. It was reported during recent follow up that the 26x15x135 aneurx stent graft had migrated and that there was a type ia endoleak. Per the physician, the cause of the migration and type ia endoleak is unknown. The patient was implanted with an aortic cuff and 7 endoanchors, and the endoleak reportedly resolved. No additional clinical sequelae were reported and the patient is fine.